Event description:
Paperwork says: "an s-rom was revised after several months. The surgeon who revised was concerned about the amount of poly wear in the liner". Co doesn't have any part numbers, but several probable lot numbers and will complete the product detail when identification has been made. No revision date; implant date or pt info was provided.